Event description:
The consumer reported an unconfirmed false negative result with the binaxnow covid-19 antigen self test performed on an unknown sample. The consumer performed the binaxnow covid-19 antigen self test on their husband and reported having no line on sample side and a pink line on control side. The consumer reported that their husband required surgery and was tested in the hospital for covid-19 and the result came back positive. The surgery and test for covid-19 was performed later on after the consumer performed the test on their husband. The consumer did not know how long after the hospital's covid-19 test was performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplimental report is being submitted to provide the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.